Event description:
New information notes that patient condition was stable.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise on the implantable cardioverter defibrillator (ICD) and right ventricle (rv) and atrial (ra). The physician elected to explant and replace the ICD, rv and ra. The patient condition was unknown.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in three pieces. The lead body was compressed at 25.0 ¿ 26.6 cm from the connector pin. Abrasions on the silicone insulation and inner coil were determined to have contributed to the reported event in the field.